Event description:
Infusystem pump, walkmed 350vl, aba15074, malfunctioned while patient was home. Pump alarmed while patient was just sitting with it. Patient states they were not moving, did not interfere with pump or tubing at all, just began alarming. Patient phoned infusystem help desk, spoke with a nurse who verified the alarm code the patient reported was in fact a pump error and should be immediately shut off, returned to the clinic and sent in for service.